Event description:
It was reported that when aspirating the pump the physician "got back" 5 ccs less than he thought he should have. A dye and roller study were done and both "looked normal" on (B)(6) 2012. It was also noted that when the pump was low, the patient had an abnormal smell and taste. The patient had no injury. The drugs in the pump were hydromorphone, bupivacaine, and prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).